Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an endoscopic radical gastrectomy, before disconnecting the duodenum, the device did not fire although the surgeon was able to pressed the green button and squeezed the handle. Reload was replace to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.